Event description:
The following information was previously reported in manufacturer report # 3007566237-2013-01798 and pertains to this event: it was reported in regards to actual reservoir volume and expected reservoir volume that ¿usually when we do the refills, we always get the amount or sometimes or a lot of times, even refilled it more.¿ new information: it was reported that a volume discrepancy occurred. The actual residual volume (arv) was less than the expected residual volume (erv); arv 1 milliliter (ml) and erv 2.7 ml. The patient was asymptomatic and in the past there had been no previous issues as this was the first time the pump was refilled. This device system delivered lioresal. It was later reported that the healthcare provider (hcp) was referencing the same patient. The patient had come into the clinic for his first refill following pump implant in december, 2012. It was thought that when the pump was filled on the back table it was possible that ¿they were a little off; some medication may have still been in the syringe." The patient had no symptoms or issues at all.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).